Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure the customer was seeing the e26 error on the device. It was stated that the problem affected the outcome of the procedure because the physician was unable to use the pump device properly to lift tissue for cutting. Additionally, there was a delay as there were many additional device exchanges to injection needles as they were needed to ¿lift tissue for cutting¿, which caused the procedure to take much longer. The second lesion site was also not attempted due to time constraints. Overall, the procedure was less successful than desired and not fully completed.